Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm, problem isolated to the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Unable to download pump history due to immediate critical pump error (open book image) alarm during download attempt. Blank display not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump received a critical pump error. Customer¿s blood glucose level was 200 mg/dl. Customer reported that they received critical pump error with open book image on screen. Customer assisted with troubleshooting for blank display. The insulin pump will be returned for analysis.